Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The following errors were observed in the event history log (ehl): travel course, reverse check, and clutch plunger. Multiple flow and occlusion tests were performed. The customer reported product problem was not reproduced. The customer reported product problem was confirmed based on the ehl findings. The following components were replaced as a preventative measure: left and right clutch halves, leadscrew, and spring. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump exhibited the following system failure: clutch error. No patient injury or complications were reported in relation to this event.